Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2285 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-may-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2285 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded within either cornu are two tan coiled intact medical devices extending into the respective fallopian tubes") and device dislocation ("misplace essure coils") in a 31 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, surgery (essure_(B)(6) 2016 left wrist - ganglion cyst removal _ 2010), dysfunctional uterine bleeding, bloating, dysmenorrhea, urinary tract infection and lower abdominal pain. Previously administered products included: oral contraceptive nos and hypnotics and sedatives. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 1077 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device dislocation (seriousness criterion medically important). The patient was treated with surgery (davinci robotic assisted total hysterectomy withbilateral salpingectomy.). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2019 from 05 apr 2019 discrepancy noted insertion date of drug updated to (B)(6) 2013 from (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: reason for exam : infertility finding : hysterosalpingography, radiologic supervision and interpretation technique : fluoroscopic images obtained by curtis cox, np-c. The cervical canal is cleaned, cannulated and injected with approximately 3 ml lsovue-300 indication : 28-year-old female with status post essure coil placement finding : two essure coils are identified. The uterine cavity has a normal contour. No fixed filling defects are seen. Both the left and right essure coils appear to be appropriately positioned. There is no flow of contrast into either fallopian tube. Impression : successful mechanical occlusion of both fallopian tubes [pathology test] on (B)(6) 2019: surgical pathology report: final diagnosis: uterus, hysterectomy and bilateral salpingectomy: cervix: negative for dysplasia. Endometrium: secretory phase; negative for hyperplasia or malignancy. Myometrium: no pathologic abnormality. Fallopian tubes, bilateral: negative for atypia or malignancy gross description : embedded within either cornu are two tan coiled intact medical devices extending into the respective fallopian tubes. The fallopian tubes (average 5.2 cm in length x 0.5 cm in diameter), each having a predominantly smooth purple-gray serosal surface containing focal para tubal cysts (up to 0.4 cm) and tan cut surfaces, with a pinpoint lumen throughout [pregnancy test urine] on (B)(6) 2016: negative [ultrasound scan vagina] on (B)(6) 2018: ultra sound pelvis non ob with trans vaginal for bilateral pelvic pain abdominal and transvaginal scanning was done to aid in better visualization for pelvic structures. Uterus: hyperechoic structures bilaterally perforated through fundus of uterus. Question bilateral essure perforated into uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded within either cornu are two tan coiled intact medical devices extending into the respective fallopian tubes") and device dislocation ("misplace essure coils") in a 31 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, surgery (essure (B)(6) 2016 left wrist - ganglion cyst removal (B)(6) 2010), dysfunctional uterine bleeding, bloating, dysmenorrhea, urinary tract infection and lower abdominal pain. Previously administered products included: oral contraceptive nos and nsaids. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 1077 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device dislocation (seriousness criterion medically important). The patient was treated with surgery (davinci robotic assisted total hysterectomy with bilateral salpingectomy.). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2019 from (B)(6) 2019 discrepancy noted insertion date of drug updated to (B)(6) 2013 from (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: reason for exam : infertility finding : hysterosalpingography, radiologic supervision and interpretation technique : fluoroscopic images obtained by curtis cox, np-c. The cervical canal is cleaned, cannulated and injected with approximately 3 ml lsovue-300 indication : 28-year-old female with status post essure coil placement finding : two essure coils are identified. The uterine cavity has a normal contour. No fixed filling defects are seen. Both the left and right essure coils appear to be appropriately positioned. There is no flow of contrast into either fallopian tube. Impression : successful mechanical occlusion of both fallopian tubes [pathology test] on (B)(6) 2019: surgical pathology report: final diagnosis: uterus, hysterectomy and bilateral salpingectomy: cervix: negative for dysplasia. Endometrium: secretory phase; negative for hyperplasia or malignancy. Myometrium: no pathologic abnormality. Fallopian tubes, bilateral: negative for atypia or malignancy gross description : embedded within either cornu are two tan coiled intact medical devices extending into the respective fallopian tubes. The fallopian tubes (average 5.2 cm in length x 0.5 cm in diameter), each having a predominantly smooth purple-gray serosal surface containing focal para tubal cysts (up to 0.4 cm) and tan cut surfaces, with a pinpoint lumen throughout [pregnancy test urine] on (B)(6) 2016: negative [ultrasound scan vagina] on (B)(6) 2018: ultra sound pelvis non ob with trans vaginal for bilateral pelvic pain abdominal and transvaginal scanning was done to aid in better visualization for pelvic structures. Uterus: hyperechoic structures bilaterally perforated through fundus of uterus. Question bilateral essure perforated into uterus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:embedded device (10074498) and device dislocation (10064684). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .non drug treatment updated. Events embedded device and device dislocation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.